Event description:
It was reported that a patient¿s spinal cord stimulator (scs) ¿quit working¿. The patient stated that his healthcare professional (hcp) directed him to contact the manufacturer.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).